Event description:
It was reported the pt ((B)(6)) lost stimulation after carrying package which weighed more than 15 kgs. An x-ray was taken for further interrogation; however, no visible anomalies were observed. Surgical intervention was undertaken to address this issue. Intraoperative testing found invalid impedance measurements for all lead contacts. As such the device was explanted.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.